Manufacturer narrative:
Follow-up #1 date of submission 09/28/2016-device evaluation: the pump was returned and evaluated by product analysis on 09/13/2016 with the following findings: a review of the pump black box data revealed no pump reboot events. During a visual inspection of the pump, no damage was observed to the battery compartment, and the battery cap secured properly to the pump. Evidence of moisture ingress was observed behind the display lens. A leak test was performed and confirmed a display lens leak. During testing, the rewind, load, and prime steps were completed successfully with no duplicated power issues. The complaint of a power issue was not duplicated; however, evidence of moisture ingress was found behind the display lens and on the force sensor plate.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that there was moisture behind the display and the pump lost power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.